Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product showed that a haptic was torn off and missing, and there was a clear surgical residue on the lens.

Event description:
It was reported that after the surgeon inserted an aq2015a three piece silicone lens and the haptic tore off as the lens was inserted. The incision was enlarged, the lens was removed and the back up lens was successfully implanted. No sutures were required. The reporter stated that this is the first time that surgeon attempted to insert this type of lens, and the incident was likely due to a technician error.